Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device pain ("unbearable pain on the right side") in a 44 year-old female patient who had essure inserted (lot no. A47946). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 976 days after essure insertion, she experienced medical device pain (seriousness criterion intervention required), device dislocation ("migration of the right insert /ultrasound confirmed of poor position of right essure device, the distal end of which is at the origin of the tube, the rest being in the uterine intracavity."), genital haemorrhage ("haemorrhages") and fatigue ("fatigue"). The patient was treated with surgery (essure removal scheduled to (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device pain, device dislocation, genital haemorrhage or fatigue. The reporter commented: removal planned for (B)(6) 2022 following increasingly sustained pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Abdominal x-ray] on (B)(6) 2018: abdominal x-ray without contrast, check-up of intratubal material. Suspicion of migration on ultrasound examination. Result: intratubal material appears to be in place. [Ultrasound pelvis] on (B)(6) 2019: indication: cyclical pelvic pain. Notion of poorly placed essure device result: confirmation of poor position of right essure device, the distal end of which is at the origin of the tube, the rest being in the uterine intracavity. Good position of left device. The findings by viewing the ultrasound images seem similar to those of (B)(6) 2010. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 12-oct-2022. The most recent information was received on 19-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("unbearable pain on the right side") in a 44 year-old female patient who had essure inserted (lot no. A47946). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 976 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), device dislocation ("migration of the right insert /ultrasound confirmed of poor position of right essure device, the distal end of which is at the origin of the tube, the rest being in the uterine intracavity."), genital haemorrhage ("haemorrhages") and fatigue ("fatigue"). The patient was treated with surgery (essure removal scheduled to (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, device dislocation, genital haemorrhage or fatigue. The reporter commented: removal planned for (B)(6) 2022 following increasingly sustained pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Abdominal x-ray] on (B)(6) 2018: abdominal x-ray without contrast, check-up of intratubal material. Suspicion of migration on ultrasound examination. Result: intratubal material appears to be in place. [Ultrasound pelvis] on (B)(6) 2019: indication: cyclical pelvic pain. Notion of poorly placed essure device result: confirmation of poor position of right essure device, the distal end of which is at the origin of the tube, the rest being in the uterine intracavity. Good position of left device. The findings by viewing the ultrasound images seem similar to those of (B)(6) 2010. Lot number: a47946, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.